Event description:
Reporter alleged obtaining a result of 188 mg/dl on a pt using the advantage system when the pt became lethargic and unresponsive. Reporter alleged that the pt was intubated based on the non-hypoglycemic reading of the device. Reporter alleged that 25 minutes later a result of 19 mg/dl was obtained on a blood gas system and a result of 25 mg/dl came back from the lab system. Reporter stated that the pt was treated with a d-50 and a result of 274 mg/dl was obtained on the advantage system an hour later. Reporter stated the pt was sent to ICU and further diabetes treatment information was not provided. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that all of the alleged strips were used up and so no product will be returned for evaluation.